Event description:
It was reported that during a ptca the balloon ruptured at 24 atms (rbp = 14 atms). The distal part of the balloon and the distal marker became caught in and were retained in the vessel. The physician was unable to retrieve it. The patient did not go to surgery as pt was not a surgical candidate. The patient was described as stable.